Event description:
A nurse called to report that the customer was hospitalized as unresponsive. The nurse indicated that it was unk what the cause was. It was stated that the dr wanted to download the pump info and was requesting assistance in retrieving the bolus history from the pump. Also it was stated again that the customer had been hospitalized for two weeks and admitted in a comatose condition. The dr was isolating the cause and was trying to find if the pump had anything to do with it. After the battery out limit alarm was cleared and the batteries replaced the dr had an access to the history of the pump. The customer has since been discharged.